Manufacturer narrative:
The libre sensor kit expiration date is 31 aug 2020. The medical event associated with this complaint case occurred on (B)(6) 2020 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specifications when it was released and throughout its lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The date of the event is unknown. The date entered is the date reported as " 3 weeks ago." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction while wearing the adc freestyle libre sensor and experienced swelling at the sensor site. Hcp contact was made and the customer was prescribed lotrimin and hydrocortisone for treatment. There was no report of death or permanent injury associated with this event.